Manufacturer narrative:
Received 15pcs 450096/21e21u for evaluation. We have no further inventory of the material/batch. We have no further complaints for the material/batch. We forwarded the complaint and customer samples to our supplier for their investigation and comments. A review of the manufacturing and inspection records of the concerned batch showed no abnormalities which could be related to the reported issue. Retain and customer samples were visually inspected; no defects were observed in the safety lock parts for any of the checked samples. The safety mechanisms were activated for both retain and customer samples. They were found to work properly and lock with audible click. The locked protectors were manually manipulated but the safety lock mechanisms did not release back. Functional testing was then performed. Move and pull force between stopper + safety protector was measured as well as return force on both retain and customer samples; all results were within specification. The alleged malfunction could not be duplicated. Correctred data: h3: samples received; h6: type of investigation, investgation findings, investigation conclusion; h10: manufacturer narrative

Event description:
Customer states needlestick occurred. Upon disposal into the sharps container, which was not full, the butterfly was not fully inside the container so the user tapped the device and the safety mechanism retracted. Holder in use was bd. Customer has confirmed that no injury has occurred.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received and their evaluation is still ongoing. As soon as the investigation of the event is completed, a supplemental report will be filed.